Event description:
During tah, bso, bright red drainage noted in urinary catheter. Rine clear and catheter removed 1st post-op day. Patient complained of continued pain. Returned to surgery on 07/18 for CT guided percutaneous left nephroscomy. Ureteral injury confirmed and patient transferred to another facility for stent placement.